Event description:
When surgeon was trying to apply the absorbable tacks to secure the hernia mesh laparoscopically, the mesh tacker broke so it could not fire tacks. Diagnosis or reason for use: laparoscopic inguinal hernia, is the product compounded? No, is the product over-the counter? No.